Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The patient's medical history included endometriosis. Since the beginning of 2016 abdominal pain. Essure implants were in right location. Family history included nickel sensitivity and endometriosis. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal was performed during laparoscopy, fallopian tubes removed at the same time). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. Medical conditions: since the beginning of 2016 abdominal pain. Essure implants were in right location. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal was performed during laparoscopy, fallopian tubes removed at the same time). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.